Event description:
Per dealer, the joystick does not always allow the end user to use the mode switch, it will only show recline and not the power elr. Per tech either is a programing issue or malfunction of the joystick.